Event description:
It was reported that a dexcom g7 sensor was providing glucose readings in the dexcom app but was not transmitting to the ilet, and a user-entered calibration for the g7 was not accepted; the user verified the pairing code and was instructed to toggle bluetooth and re-enter the code, consistent with troubleshooting for signal loss between the cgm and the ilet. Symptoms included difficulty receiving cgm data on the ilet. Outcomes included the need for additional troubleshooting and education. Investigation included remote guidance to confirm pairing credentials and perform connectivity resets. Investigation of this case revealed a cgm-to-pump communication issue with an unsuccessful calibration attempt, with no evidence of ilet hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a cgm connectivity issue likely related to pairing or communication settings.